Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, more than three on radius side assessed as surgical damage. Also broken device on posterior side assessed as surgical damage and broken device on posterior side assessed as surgical impact opening (shell thickness within specification). Both patterns along the same edge. ¿ missing shell assessed as inconclusive. Additional observations: ¿ crease is observed. ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture, and "right armpit with lymph nodes of 6 and 5 mm, solid, homogeneous, encapsulated." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "right armpit with lymph nodes of 6 and 5 mm, solid, homogeneous, encapsulated¿.

Event description:
Healthcare professional reported right side rupture, and "right armpit with lymph nodes of 6 and 5 mm, solid, homogeneous, encapsulated." Device has been explanted and replaced.